Manufacturer narrative:
H3: 8472 isomed pump: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the septum consistent with punctures at the juncture of the septum and metal ring, however, there was no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that there was no reason for sending the catheter. It was on the pump and no action was needed for the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine at 1 ml/day via an implantable pump. It was reported that the pump was defective and the patient had an overdose. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the hcp making a medicine change, refilling a completely new medicine in the pump to make sure it was the right concentration. The issue was not resolved at the time of the report. It was stated that a surgical intervention did not occur but was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that specific symptoms the patient experienced related to the overdose included dizziness, drowsiness, itching, urinary retention, miosis, nausea, constipation, muscle cramps, sleep disorders, taste disorders and paresthesia in the extremities. The implant date of the pump was 2003. It was stated that no device issue, patient/therapy issue, procedure issue was noticed related to the hcp refilling a completely new medicine in the pump to make sure it was the right concentration. It was stated that the wrong concentration was not put into the pump. The pump was explanted on (B)(6) 2025 and the rep stated that it would be returned. The patient gave their consent for authorizing analysis to the hcp.